Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin.